Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The over 86% stenosed target lesion was located in the right coronary artery (rca). A 2.75x16mm promus element drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged and moved 18 mm in a distal direction over the distal balloon cone and distal tip. The maximum crimped stent profile measurement at the time of manufacture was reviewed and was within specification. The tip was visually and microscopically examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues with the hypotube. A visual and tactile examination of the inner and outer lumen and midshaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. A review of the manufacturing data was carried out and no anomalies were noted. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The over 86% stenosed target lesion was located in the right coronary artery (rca). A 2.75x16mm promus element drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.